Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. A complete lead was returned in one piece. Visual and insertion evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for initial procedure. During implant, the left ventricular lead could not be advanced in the catheter. The physician elected to complete the procedure without the left ventricular lead. There were no patient consequences.